Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving no delivery alarms on the insulin pump and stated that they have been having high blood glucose readings. Customer mentioned that the cannula may be bent. Customer's blood glucose reading at the time of the call was 417 mg/dl and has treated with the pump. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. It was noted that it may have been a possible site related issue. No further information reported.